Event description:
It was reported that a novum iq large volume pump over infused heparin during patient therapy. The patient arrived in the operating room at 16:00 and the heparin infusion was nearly completed. It was determined that the new bag of 500cc heparin had been hung around 13:46 in preop. The pump was set at 20u/kg/hr but it had infused all 500cc of heparin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.